Event description:
It was reported that the CPAP knob is broken and none of the alarms are working. No additional information.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.